Manufacturer narrative:
No patient information provided as no patient was involved in this concern. H3: a medtronic representative went to the site to test the equipment. Testing revealed that the x-stage cover was dented, resulting in the reported issue. To restore functionality, the cover was replaced. The imaging system then passed the system checkout and was found to be fully functional. The cover has not been returned to the manufacturer for evaluation. . If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while performing a planned maintenance (pm), the gantry of the imaging system could not be homed. It was noted that the x-stage cover of the imaging system had multiple dents, resulting in the reported issue. There was no patient present when this issue was identified. No additional information was provided.